Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of no external power alarms associated with the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review. Technical service reviewed the log files and noted the loss of external power events. The event log file contained approximately 13 days of patient event data. The patient loss external power on three occasions. There was one loss of external power event that occurred during a power source exchange (from batteries to mpu) on sep 25, 2019 starting 23:03:23 and resolving at 23:03:51 ¿ lasting 28 seconds. There were two loss of power events that occurred with the patient on the mpu. The first occurred on sep 27, 2019 19:20:25; the second occurred a few hours later at 21:27:48. The events occurred resolved within 4 seconds. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu ac power. The mpu was the power source before and after each event. The controller operated on backup battery power due to the events. No product was returned for evaluation. The reason for the loss of external power events could not be determined by the log file. Multiple (good faith effort) request for additional event information were sent to the customer. The customer did not provide additional event information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that no external power alarms were observed. Technical services reviewed the submitted log files, and no external power alarms were confirmed. Additional information was requested, however was not provided.